Event description:
Customer reported that pump declared alarm 30 during load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy, and a replacement pump was arranged. The pump was under warranty, and customer was guided on how to put it into storage mode before returning it with a pre-paid label.